Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. There was no image due to a faulty charged coupled device (image center) and kinks on the cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the hd autoclavable camera head did not work when it was plugged in. During further evaluation of the device by olympus, it was discovered there was no image due to a faulty charged coupled device and kinks on the cable. There was no patient involvement or impact to patient care reported for this event.

Manufacturer narrative:
E3 - non-healthcare professional: the customer is a surgical instrument specialist. As part of the manufacturer's investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specification upon release. The root cause of the image not being displayed could not be established. The image was not displayed either due to twisting and disconnection of the cable or malfunction of the charged coupled device (ccd) unit. The twisting of the cable was likely caused by either user handling or deterioration. The malfunction of the ccd unit was likely caused by material degradation of the ccd sensor caused by ultraviolet rays. The IFU contains the following statements that may help prevent cable damage: -"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." -"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged." -"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged." -"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " -"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer on 30aug2021. The event was discovered during set up. The procedure name was unknown. The procedure was completed with another like device. It is not known if the patient was under anesthesia or if the procedure was delayed. There was no patient harm or impact to patient care reported.